Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - were the needle pieces retrieved during the same procedure? If not, please explain. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). I have contacted the customers in question. The 'affected suture' wasn't retained by the account, and I have chased again today but the accounts haven't confirmed if they have any remaining lot's in the same batch number. Once I hear back I will be in touch.

Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2025 and suture was used. During the procedure, the suture snapped in half during soft tissue closure. The patient required a x-ray to check the areas for the snapped off needle. Located and retrieved. No harm to patient. No adverse patient consequences were reported. Additional information was requested.